Event description:
The customer observed falsely elevated architect free t4 results generated on the architect i2000sr processing module for multiple samples. The following results were provided: (customer provided free t4 reference range: 10 - 24 pmol/l): (B)(6) 2026, sid (B)(6), initial result = 35.3 pmol/l, repeat result = 18.7 pmol/l; (B)(6) 2026, sid (B)(6), initial result = 27.7 pmol/l, repeat result = 14.9 pmol/l; (B)(6) 2026, sid (B)(6), initial result = 28.3 pmol/l, repeat result = 21.8 pmol/l; (B)(6) 2026, sid (B)(6), initial result = 30.4 pmol/l, repeat result = 22.2 pmol/l; sid (B)(6), initial result = >64.35 pmol/l, repeat result = 22.6 pmol/l. No impact to patient management was reported.

Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.